Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). Measured battery data was 2.36 v, 7.7 kohms and the magnet rate 76.8 ppm.

Manufacturer narrative:
Final analysis found a defective integrated circuit which caused high current drain, resulting in premature battery depletion. After the integrated circuit was replaced, normal current drain w as measured.

Event description:
It was reported that, "loose in flexion and extension. Surgeon changed to ts insert."